Event description:
It was reported that the patient presented in clinic for follow up. The pulse generator exhibited a wireless communication anomaly and backup vvi operation. The device was reprogrammed. The patient did not experience any adverse consequences throughout the event and was doing okay.